Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's therapy was being delivered to the incorrect body area and is getting ineffective therapy. Surgical intervention may be pending to address this issue.